Event description:
It was reported the epg (external pulse generator) shut down when the battery was removed, the battery door and case were broken, and the hanger and bail were missing. The epg was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure.

Manufacturer narrative:
Product event summary: analysis confirmed the device shut down immediately when the battery was removed due to the main printed circuit board (pcb) being out of electrical specification. It was also confirmed that the battery drawer, upper case and lower case were broken and the side bail covers, ring cover, side bails and ring were missing. It was also noted that the battery release and heart block were contaminated, the battery contacts were compressed, the serial number label was torn, seven case screws were missing, and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.